Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declined to remove the site. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 566-588 mg/dl. Elevated blood glucose was addressed with manual insulin injection .